Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The target lesion was located in the left anterior descending artery and diagonal bifurcation. The lesions were predilated with unspecified balloon catheters. The 3.5x20mm promus element plus stent was implanted in the target lesion. Using the kissing balloon technique for postdilation, the physician advanced an unspecified balloon catheter to the proximal end of the implanted stent, however, it caused longitudinal deformation of the stent. The stent was then successfully postdilated with an unspecified balloon catheter. Ivus was used to confirm apposition of the stent. The procedure was completed with this device. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
(B)(4). Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).